Manufacturer narrative:
The instrument files from the immulite 2000 xpi instrument have been provided for investigation. A siemens customer service engineer (cse) visit to the customer site has been scheduled. The cause of the discordant toxoplasma igg (toxoplasma quantitative igg) and free psa results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated results were obtained for toxoplasma igg (toxoplasma quantitative igg) and free psa (prostate specific antigen) on an immulite 2000 xpi instrument. The discordant results were not reported to physician(s). The same samples were repeated on the same instrument resulting lower. The lower results were reported to physician(s). There are no known reports of patient intervention due to the discordant toxoplasma igg (toxoplasma quantitative igg) and free psa results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant toxoplasma igg (toxoplasma quantitative igg) and free psa results.

Manufacturer narrative:
The initial MDR 2247117-2018-00020 was filed on 27-mar-2018. A siemens headquarter support center (hsc) specialist reviewed the error log and main database files from the instrument and determined there were no mechanical issues that could potentially cause the discordant results. The hsc specialist reviewed the onsite visit report from the siemens customer service (cse). The report states that the luminometer area had many substrate splashes on the cover. The cover was cleaned and after further investigation it was found that the screws used to mount the wash spinner to the cover were too long and could hit the reaction cup during motion of the luminometer chain. The issue was rectified by adding extra washers to the screws. The issue of the screws being taller than the cover may not have an impact on the results. The cse also noted that the waste tubing from the wash station was bent, which could increase the delay to evacuate waste and could cause an overflow on the wash station. The bent tubing was replaced. The discordant results may have been caused due to the bent tubing, which was fixed by replacement of the waste tube from the wash spinner. Additional information (10-apr-2018): a siemens headquarter support center (hsc) specialist reviewed the spyfiles from the instrument and determined that the discordant results were not caused by reagent and sample level sense issues. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated.